Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device would not interrogate and the green lights would not illuminate on the programmer head. It was also reported that the patient claimed to have possibly heard a "pop" sound coming from the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.